Event description:
It was reported that stimulation was going up and down by itself the last couple of days prior to the report. The patient alluded to having a short. It was noted there was no known accident or incident related to this event. The patient was redirected to their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 377860, lot# v012244, implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).